Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving prialt (15 mcg/ml at 8.797 mcg/day) and clonidine (95 mcg/ml at 55.715 mcg/day) via an implantable infusion pump. It was reported that pump interrogation showed codes 101 and 87, which indicated a pump reset leading to a pump safe state. A check of the logs showed a critical default, pump defaulting to minimum rate, "firmware error" and a critical reset. The information was updated and the pump was attempted to be updated, but it was not successful. Several more attempts were also unsuccessful. The myptm settings were updated to include information which allowed the pump update to go through. Afterwards, the myptm settings were cleared again and the update remained successful. The issue was resolved on the call. No patient symptoms were reported. No further complications were reported.